Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case regarding the repair, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Manufacturer narrative:
The biomedical engineer (bme) called technical support to report that the battery was not getting charged. Per initial good faith effort (gfe) response received 15sep2025, there were no issues or errors with the battery. The bme replaced the power supply, but the issue remained. Device evaluation and repair are still pending, and this investigation is still ongoing.

Event description:
Philips received a complaint by the customer on the v60 indicating that the battery was not getting charged. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the battery was not getting charged. The customer tried a different power cord while on the phone with technical support, but it did not resolve the issue. The remote service engineer (rse) recommended that the customer should replace the power supply and provided the customer with the part number of the replacement power supply for repair. The investigation is ongoing.

Manufacturer narrative:
Per follow-up good faith effort (gfe) response, the bme initially replaced the battery, but the issue persisted. The bme then tried an alternate known good power cord, but the issue continued. After the bme ordered and installed the replacement power supply, the device still would not charge or indicate that it was connected to power. The bme ultimately tried an alternate power cord once again, after which the issue was finally resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.